Event description:
On 17/aug/2023 during follow-up for file (B)(4), fresenius became aware this 65-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to peritonitis and will be transitioning to hemodialysis (hd). During follow-up, the patient¿s home program manager (hpm) reported the patient presented to the emergency room on (B)(6) 2023 with confusion, complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbs elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg daily, and vancomycin every other day for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s vancomycin was discontinued. Although the rationale is currently unknown (discharge summary unavailable), the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2023, and a temporary hd catheter (not a fresenius product) was placed. The patient began undergoing hd therapy on (B)(6)2023 and tolerated the transition well. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported causality was attributed to an unspecified touch contamination event due to their non-compliance with pre/port treatment hand hygiene. The patient will remain on hd until their antibiotic course is completed, after which the patient will be evaluated for a possible return to pd.